Event description:
Complaint alleged that the head of bed will not go up or down. No pt impact. Bed in bedshop.

Manufacturer narrative:
Tech found that the head of bed will not go up or down. Problem traced to hydraulic manifold. Replaced hydraulic manifold to resolve this issue. No pt impact. Bed located in bedshop.